Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) indicated for gastric stimulation/gastrointestinal/pelvic floor reported their ins was dead. The device was implanted in (B)(6) and lasted until (B)(6). They stated that the surgeries for the device were impacting their life. They were experiencing nausea, vomiting, and pain as a result of the ins dying. The patient was upset due to the healthcare provider (hcp) not replacing the leads from the first system as they'd requested when the ins was replaced. No further complications were reported/anticipated.